Event description:
It was reported through a service report that the gurney has a hydraulic leak. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Other: fluid leak.